Event description:
Pt had a complete mastectomy in 1972 and had breast implants. Within the last 2 years she has suffered constant pain in the breast area, pin-sticking sensations on the sides of her breasts, a rash across her breast, severe headaches and constant shortness of breath. She was never told she could have problems associated to the implants.